Event description:
Device issue: none. Adverse event: death. Onset of adverse event: 14 days after the procedure. It was reported via a trial that 14 days post an uneventful carotid procedure, the (B) (6) pt expired from deep vein thrombosis (dvt) and pneumonia. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4): the stent remains in the patient. The stent delivery system has been discarded. A f/u will be submitted with all relevant info.